Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of having had issues with high blood glucose levels and diabetic ketoacidosis. The customer states they were able to treat at home. The customer's blood glucose level was unknown. The customer states they were on their sick and on their period, and their insulin needed to be changed. Troubleshoot was not conducted due to it being a past issues that the customer was not able to have gotten a hold for.